Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the chamber dome was cracked along the base, between one of the ports and the baffle. A lot check revealed one other complaint of this nature for the lot number provided. Conclusion: from the type of cracking observed on the chamber we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product" every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).